Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are getting message not found communicator on the handset screen. Patient stated they have to reset the communicator every time they want to make a change on the implant. Patient stated since getting the device this is the third time they are having issues with connecting to the implant. Patient stated they need a new handset. Patient mentioned they are stuck with vibrating leg until they push the buttons on the side of the handset to increase or decrease the intensity because the feeling of the stimulation changes when they are charging the implant. Agent asked patient to remove the communicator from the case. Agent assisted patient with resetting the communicator, after reset, the handset and communicator connected to the ins, showing implanted neurostimulator 80%, communicator 100% charged and handset 96% charged on the therapy screen. Patient service reviewed device function and recommend patient close out of all running applications before using the device. Agent recommend removing communicator from the case and resetting communicator if necessary when using the application. Agent review the therapy can be turn off with the recharger if necessary. Patient services asked clarifying questions and patient said the stimulation comes back on at the previous setting when they close out the recharging application. Agent recommend checking the therapy setting after charging the implant. Agent reviewed how to use the different applications and checking the setting on the implant after charging the implant. Agent observed confusion with using the different application and devices. The issue was resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.